Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and displacement accuracy test. Pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Hardware level failure alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did not change when adjusted. Audio or vibrate anomaly/absence of alarm confirmed.

Event description:
The customer reported via phone call that the insulin pump received audio anomaly. Customer¿s blood glucose level was below 70 mg/dl and 150 mg/dl. Customer stated that the failed audio test. Customer stated that the sensor had sensor updating alert and change sensor alert. Troubleshooting was performed. The device will be returned for analysis.